Event description:
It was reported that there was a broken battery clip in the internal holder of the power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module¿s internal battery clip being damaged was confirmed, as the clip was observed to be broken upon arrival. The returned power module (serial number (B)(6)) was received at the service depot, where the damaged clip was replaced with a new clip. Then, the power module was functionally tested and performed as intended throughout all testing. The serviced and repaired power module was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Additionally, it was found during investigation that there was damage to the battery door. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU instructs users to not expose the power module to substances like water, dirt, moisture, etc. The unit should always be kept clean and dry. The IFU also instructs users on how to properly clean the unit. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: (B)(6). Manufacturer's investigation conclusion: incidental findings: damage to the battery door. The reported event of the power module¿s internal battery clip being damaged was confirmed, as the clip was observed to be broken upon arrival. The returned power module (serial number (B)(6) was received at the service depot. No testing was performed, as the customer was provided a repair quote which was declined. The power module was returned to the customer unrepaired and was labeled ¿not for human use.¿ the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.